Event description:
The pt was off bypass and the perfusionist went to tear down the circuit. The tubing disconnected from the outlet of the venous reservoir getting blood on the shoes, socks of the perfusionist. There was no pt involvement.

Manufacturer narrative:
The product involved in this issue was not available for evaluation. Two packs from the same lot number were pulled from inventory, inspected and tested. The connection in question was built to print specification. A circuit was set up using the pack from inventory and run for six hrs. The tubing at the connector was then stressed in an attempt to duplicate the disconnection report. The tubing in the pack was in inventory and was measured and confirmed to meet specification. Although the issue could not be duplicated and no issues were found in the packs from inventory, the print specification for the heart-lung pack has been updated to add solvent and change the tubing type at the customer's request.